Event description:
It was reported that this pacemaker system exhibited noise, oversensing, and intermittent high out of range pacing impedances on the right atrial (ra) lead, measuring greater than 2000 ohms. Boston scientific technical services (ts) noted the atrial lead was programmed unipolar pace/sense, and the noise may be do to the unipolar programming. This pacemaker and ra lead remain in service. No adverse patient effects were reported.